Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no hearing benefit with the device.

Event description:
The user has no hearing benefit with the device. The user has been re-implanted.

Manufacturer narrative:
Investigation results indicate a device failure caused by an intermittent electrical connection between a receiver coil wire and a demodulator feed-through pin. The problems described in the user report seem to be congruent with this finding. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.